Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold resulting in loss of capture and high impedance were observed on the right ventricular (rv) lead. The rv lead will continue to be monitored. The patient was in stable condition.